Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as "patient's error." The peritonitis was manifested by abdomen pain, cloudy pd fluids, diarrhea and vomiting. The same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics. Dianeal therapies were ongoing. At the time of this report the patient outcome of this event was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that 18 days after the onset of peritonitis, peritoneal dialysis therapy was discontinued, and the patient switched to hemodialysis. Also 18 days after the onset of peritonitis, the patient was discharged from the hospital. On an unreported date, the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.